Event description:
It was reported that while prepping for a coronary stenting treatment procedure, a foreign material was found on the device. The 4.0x20mm liberte' bare metal stent was removed from the package. While loading the stent on to the wire, the tech noticed fibers sticking to the stent after it was soaking in the bowl. There were no fibers in the bowl. He tried to remove them but they were stuck to the stent and were unable to be removed from the stent. The device was exchanged for another taxus express2 stent to complete the procedure. No patient complications occurred as the device did not have any contact with the patient. Patient status is satisfactory.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and strands of foreign material were observed on the stent. The original packaging was not returned for analysis. Visual and microscopic examination of the strands revealed them to be polymer based. The strands are similar in content to polymer strands used in clean room soaker clothes. This type of material is not used in any of the manufacturing processes for the liberte' bare devices. Similar strands were taken from a lab soaker cloth from the product analysis lab and compared to the strands adhered to the stent. A visual and microscopic comparison of the strands revealed them to be similar. As the original packaging was not returned for analysis, the verification of the presence of the strand material inside the packaging could not be performed. It could not be determined how or when the most probable root cause is the stent came into contact with the material during prep or prior to use in the clinical procedure. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The exact cause of the presence of the strand material on the stent could not be determined.